Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H6-component code- suggested code: mechanical (g04) - femur. X-rays were provided and reviewed by a health care professional. They state that the left knee demonstrates a total knee arthroplasty without a patellar component. There is no significant radiolucency along the femoral or tibial components, which do not appear loose. However, there is a valgus alignment of the knee with possible subsidence of the lateral tibial component. Additionally, moderate joint effusion and distal quadriceps enthesopathic changes are noted. The femoral component does not appear oversized, and no definitive evidence of tibial loosening was identified. Operative notes provided and reviewed state that the patient underwent a left total knee arthroplasty and was revised on 4 years, 6 months later, due to complications. These included an oversized femoral component, tibial loosening, subsidence and insufficiency on the lateral side of the tibial plate, overhang of the primary tibial component, and the presence of a cyst under the lateral side of the tibial component. The patient reported lateral and anterior knee pain, and the event was deemed a serious injury, necessitating surgical intervention. Oversized fem is not confirmed as stated by x-rays provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00598005701 nexgen stemmed tibial component precoat size 7, lot#: 64175619.

Event description:
It was reported the patient underwent a knee revision surgery four years, six months post implantation due to an oversized femoral component. Also noted was subsidence and insufficiency on the lateral side under the tibial plate from the initial surgery with overhang noted in the primary tibial component and cyst under the lateral side of the tibial component. The patient complained of lateral and anterior knee pain. Attempts have been made and no additional information has been provided.